Event description:
During a resuscitation situation, a dr applied electrodes (exp. Date nov 1997), that had been sealed in an unopened package. He reported that they fell off because the gel was dried out and therefore didn't get a monitor reading. They didn't have any other electrodes so they went to the paddle mode and were able to get a monitor reading which indicated v-tach. They then applied shock following the acls protocol. The pt expired. The dr felt the delay in getting a monitor reading could have contributed to the adverse pt outcome because the sooner defibrillation is started, the greater the possibility of resuscitation.